Event description:
A surgeon reported that at the time of injection of the intraocular lens (iol) the piston came under the lens and damaged the optic. The iol entered in the eye in several pieces and was immediately removed. The patient was left aphakic and a second procedure was performed to implant another lens. Additional information was received from the nurse, who reported the event may have been due to the manipulation of the iol. Additional information has been requested. There are two medical device reports associated with this event. This report is for the iol.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed for the iol or the associated cartridge and handpiece because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. (B)(4).